Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was a large air bubble in the reservoir and was not able to clear. Blood glucose level at the time of the incident was not provided. Customer also reported of not being able to fill reservoir. Customer was assisted with filling reservoir. Customer declined troubleshooting for air bubble. The reservoir was not replaced or returned for analysis.